Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one month post implant drainage was noted from patient's sternotomy's site, a computed tomography at the time noted a subcutaneous tubular tract extending from the skin surface to the peritoneal wall in the right upper quadrant. Since then patient developed an abdominal wall hematoma and was hospitalized, an aspiration of the hematoma revealed an active infection. Patient was treated for fourteen days with antibiotics. A month later patient developed yet more sero-sanguineous drainage from small tract medial to driveline exit site. Patient was taken to debridement of site on (B)(6) 2018. Patient had chronic infection not only from driveline site but also believed from device. Patient went for explant as well as for bovine patch pericardial repair of left ventricular pseudo-aneurysm with subsequent take back on for chest closure. Patient remained on antibiotics and was slowly weaned of inotropes. Surgeon believes this ongoing infection was the cause for device removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after explant team initially felt patient could not toleratea second implant. On (B)(6) 2018 team called for a potential re-implant, at this time patient declined and chose to move to comfort measures, patient died shortly after.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient initially refused treatment in the past for a long-term driveline infection. Patient has now been admitted with positive blood cultures and pump exchanged was performed on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #conclusion: (B)(4) was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Review of the sterility certificate confirmed that the associated device met all requirements for release. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.85 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Internal pathological report revealed no conclusive evidence of thrombus within the device. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Based on the analysis conducted, the returned device performed as intended. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.